Manufacturer narrative:
The glidescope video baton 2.0 large and the glidescope core smart cable were returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and confirmed that the video baton 2.0 produced poor image quality. The video baton's hdmi connector was found to be worn and damaged. No issues were found with the core smart cable. The glidescope core smart cable was returned to the customer. Since no repairs are available for the glidescope video baton 2.0 large, it was scrapped and a replacement was sent to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during an emergency care procedure, using a glidescope video baton 2.0 large, the image would flicker and would turn completely black intermittently when in use. No delay in the procedure, use of a back device or harm to the patient or user was reported.